Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer stated two tampons came apart upon removal and tampon pieces remained inside of her. She was able to remove all remaining pieces.